Event description:
The facility representative reported an infusion pump with an unknown battery problem during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the unknown battery condition was confirmed due to depleted batteries found during product evaluation. The batteries were replaced due to potentialy damage. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.